Event description:
The customer reported that a crystalloid infusion was set at a rate of 100ml/hour with a volume to be infused (vtbi) of 1000mls. However three and a half hours into the infusion the pump alarmed and when the clinician went back to check on the patient, they noticed that the vtbi was completed despite the rate still showing 100ml/hr. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). The device has been received and is currently under investigation. A follow up report will be submitted with failure investigation results once the evaluation has been completed.